Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve customer case by confirm to customer what is cause the error message "check IV set" customer was unable to run any test on unit he needs to replace pressure sensor on unit and its ok to replace both sensors but the bottom for patient side is cause the issue. (B)(4). Customer called in for help on error " check IV set " on 8100 unit and he unable to do anything on unit being he is unable to run any test on unit, he has to replace the pressure senor on unit. Once sensor is replaced and he still gets error. The unit at this point has to come in for services repair.